Event description:
Info received indicates the brake will set, but does not hold.

Manufacturer narrative:
The tech found when the brake was set, the casters wheel rotation was not locking. He replaced the casters to repair the bed.